Manufacturer narrative:
E1: patient city: madrid. Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, the customer reported bent cannula and infusion is blocked. The site of insertion is bottom. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.